Event description:
Event description boston scientific received information that during a cardiac surgical procedure, this lead perforated the right ventricle. The lead was repositioned and remains in service.